Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 626687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: test(s) (essure confirmation unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case became valid and serious incident. Previously reported ¿injury to herself¿ replaced with ¿pain¿. New events added: abnormal bleeding, psych injury. Event outcome, lot number was added. Lab data and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no: 626687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2008: test(s) (essure confirmation unspecified) showed bilateral occlusion. Lot number: 626687, manufacturing date: 2008-03, expiration date: 2010-02. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.